Manufacturer narrative:
The accounts maintenance replaced the hydraulic cylinder to repair the stretcher.

Event description:
The complainant stated that the head hi/low of the stretcher is drifting down very slowly.